Manufacturer narrative:
The device was disposed in the hospital.

Event description:
It was reported in the post marketing surveillance (pms) that the patient underwent a mechanical thrombectomy with the subject retrieval device to treat a cardiogenic right internal carotid artery (ica) occlusion. Complete revascularization of the a1 anterior cerebral artery was achieved. Following the mechanical thrombectomy, intra-arterial urokinase infusion was performed and after that it was confirmed an extravasation at the top of the ica. Protamine sulfate was given to the patient to treat the bleeding. No further details were provided.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in the post marketing surveillance (pms) that the patient underwent a mechanical thrombectomy with the subject retrieval device to treat a cardiogenic right internal carotid artery (ica) occlusion. Complete revascularization of the a1 anterior cerebral artery was achieved. Following the mechanical thrombectomy, intra-arterial urokinase infusion was performed and after that it was confirmed an extravasation at the top of the ica. Protamine sulfate was given to the patient to treat the bleeding. No further details were provided.